Event description:
Supplementary acif plate from a cage and plate assembly was detached from the acif cage element when the surgeon tried to remove the implant from the patient. Both parts were left in the patient. No surgical technique was provided. There is not enough information to determine when the plate and cage connection loosened and the cause of the detachment. No patient anatomy was provided. No pre or post-op x-rays were provided. No harm or injury to the patient was reported. Surgery was completed. Cause is indeterminate. Potential cause: plate/cage assembly was not followed properly per surgical technique and/or cage was oversized to the disc space therefore the anatomy took hold of the cage that overcame plate/cage disassembly force. However, cervical plate and cervical cage and function independently of each other. Their detachment does not introduce concern for risk or failure of construct becuase each element is still performing their individual function.